Event description:
I went to my obgyn and asked for a tubal ligation but his nurses said that he could not do it unless I had another kid. I currently have 3 children. They suggested me to get the essure not informing me on the side effects of this so called implant. Once I got into the office to get implant he inserted the right implant correctly according to him. And he inserted the left implant and left plastics inside the fallopian tube according to him. And that he made a mistake and that many women have had the same thing done also according to the people he called while I was inside his office about the implant. And he said my bleeding would stop but it only got worse. Cramping has worsened and headaches have started to come everyday. I wished I had of known these side effects because I would ve never gotten this dangerous implant.